Event description:
It was reported that pacemaker (l311/494954), right atrial (7840/1014459) and right ventricular (7841/1024887) lead were explanted due to unspecified non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that a pacemaker was explanted due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that a pacemaker was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.